Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent act and down buttons response due to moisture damage keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, broken cracked reservoir tube lip and cracked case at the reservoir tube window corner.